Event description:
Dropped his pen 4-5 months ago [device issue]. Low blood sugar levels requiring treatment by paramedics in his home [blood glucose decreased]. Erratic blood sugars [blood glucose fluctuation]. Case description: the incident does not represent a serious public health threat. Medical device info: class iib. This spontaneous case from the (B)(6) was reported by consumer as "dropped his pen 4-5 months ago", "low blood sugar levels requiring treatment by paramedics in his home" and a non-serious event of "erratic blood sugars" and concerns an (B)(6) old male pt using novopen 3 classic from an unk date to an unk date due to diabetes mellitus. Pt's height: not reported. Relevant medical history was not reported. Four to five months ago on an unk date, the pt dropped his pen. No obvious signs of breakage in the pen. Since then he has noticed that he has sometimes experienced erratic blood sugars. Sometimes the blood sugars are very low and once he required treatment by paramedics in his home as he was not able to raise himself and his blood sugar was very low. He has also noticed high blood sugars on occasions. No actual figures are available. He also takes novorapid (insulin aspart), levemir (insulin detemir), warfarin, bisoprolol and ramipril. Outcome of the events have not been reported. MFR's final comment: as no pen was returned to novo nordisk a/s no clear root-cause of the experienced events can be identified. However, the reporting rate for hypoglycaemic related events seen in connection to novopen 3 use is low and stable. Comment: company comment: on (B)(4) 2011, as no pen was returned to novo nordisk a/s no clear root-cause of the experienced events can be identified. However, the reporting rate for hypoglycaemic related events seen in connection to novopen 3 use is low and stable. Reporter comment: reporters alternative aetiology: not reported.